Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, h6 and h10. B5: the device contained 4000mg fluorouracil in 5% dextrose. H10: the actual device was not available; however, photographs of the sample was provided for evaluation. Visual inspection of the photographs did not identify any abnormalities that could have contributed to the reported condition; the photos showed the device contained inside a bag without clear evidence of leak. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.